Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced four infusion set blocked alarm event on (B)(6) 2024 due to site blockings. No further information available.